Event description:
Patient presented to the physician with an abscess at the neck incision site. On examination, the physician observed swelling and redness around the site. Physician suspected a superficial infection and prescribed antibiotics. Patient returned for a follow-up appointment with improvement.